Manufacturer narrative:
H3: product analysis: part # 55040027550; lot # h5861550 visual and optical examination of mas bone screw confirmed the break at the base of the bone screw neck. Microscopic inspection revealed the break occurred at a sever angle. The lower threaded portion of the screw appears to be damaged from the removal process. This type of damage is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country of origin - germany g4: this part is not approved for use in the united states; however, a like device catalog# 55840025550t, 510k# k152604 and UDI# (B)(4) was cleared in the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the screw was broken after implantation. The broken screw was explanted. There were no patient symptoms reported. There were no further complications reported regarding the event.